Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a bent cannula on the groshong nxt proximal connector was confirmed, but the cause could not be determined. Two photographs were provided for investigation. The photos showed the proximal connector for a groshong nxt PICC. The metal cannula on the connector was slightly bent. The distal connector and the groshong tubing were not present in the photos. What appeared to be residue (e.g. Crystallized saline) was observed in the extension leg tubing. It was reported that the catheter could not be infused after the connector was assembled. The bend in the metal cannula may have been a potential contributing factor in the inability to flush the catheter, but the cause of the bend could not be determined. The cannula may have inadvertently bent during assembly or use. A review of the manufacturing records showed no evidence that the reported event was caused by the manufacturing process. A lot history review (lhr) of recn2389 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that blood could not be drawn after the connection of extension tube following the catheter insertion. Ruling out all possible factors, blood could be returned after trimming of catheter and replacement of extension tube. Later, the client found that the tip of the extension tube was bent, which might stay against catheter wall.